Event description:
A dental assistant was using a pelton & crane magnaclave sterilizer and had just completed a sterilization cycle. The dental assistant tried to open the chamber door, but it would not open. The operator then placed both hands on the handle lever bar and pulled down forcefully trying to open the door when suddenly, the door handle plastic end cover broke causing lacerations to the dental assistant's hands.

Manufacturer narrative:
Handle. The plastic handle was returned to pelton & crane for evaluation. The failure investigation of the part showed, the plastic handle material was uniform without any signs of porosity or fatigue. We have no other complaints on file that state an event like this has ever occurred. The cause of the door to open was an electrical solenoid that wouldn't energize which unlocks the door mechanism to allow the operator to open the door with the handle lever bar. The operators instructions state that the solenoid pin must be pushed in, in order to activate the solenoid, in order to open the door which the operator was not doing at the time of the event.